Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(4). Batch: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that following a non-device related fall, the patients leads had high impedances. The patient underwent a revision procedure and was doing well post operatively. The explanted device was not released by the facility.